Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The iab was inserted via a sheath in the femoral artery. After the iab was inserted, the pt was moved to the cardiac care unit and it was then noticed that the pump was not augmenting properly. The pt was sent to the x-ray to check the positon of the iab. It appeared on the x-ray that the distal part of the iab was "broken". The cath lab was alerted and the catheter was exchanged. The pump was a datascope. There were no reported pt complications.

Manufacturer narrative:
Follow up report will be filed if add'l info becomes available.